Manufacturer narrative:
(B)(4). This is one of two products involved with this event in which associated manufacturer report number is 9616099-2015-00566. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) and the case number is (B)(4). Approximately fourteen months ((B)(6) 2014) post stenting procedure with two smart control stents to the distal, middle and proximal portion of the left superficial femoral artery, stenosis at the vessel performed bypass procedure. On (B)(6) 2014, endovascular therapy (evt) was performed at the stenosis. On (B)(6) 2015, the bypass occlusion was observed. On (B)(6) 2014, the evt was performed. The patient recovered. At the time of the index procedure, the two smart control stents were placed in the target lesion without any issue. The lesion was mildly calcified and not tortuous. The rate of stenosis was 100%. Additional information received indicated that the part of the treatment was in the stent and the distal end. The patient's medical history is unknown.

Manufacturer narrative:
Complaint conclusion: as reported, the patient was enrolled in a clinical study (B)(4) and the case number is (B)(4). Approximately fourteen months ((B)(6) 2014) post stenting procedure with two smart control stents to the distal, middle and proximal portion of the left superficial femoral artery, stenosis at the vessel performed bypass procedure. On (B)(6) 2014, the evt was performed at the stenosis. Endovascular therapy (evt) was performed at the stenosis. On (B)(6) 2015, the bypass occlusion was observed. On (B)(6) 2014, the evt was performed. The patient recovered. At the time of the index procedure, the two smart control stents were placed in the target lesion without any issue. The lesion was mildly calcified and not tortuous. The rate of stenosis was 100%. Additional information received indicated that the part of the treatment was in the stent and the distal end. The patient's medical history is unknown. The product remains implanted in the patient and are thus is not available for evaluation. A device history record review was performed and showed that the lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record reviews, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.